Event description:
The customer reported that she was unconscious. The paramedics were called and treated her low blood glucose. The blood glucose reading was 38mg/dl. The customer also reported that the insulin was squirting out during the manual prime and the device alarmed. Troubleshooting was performed. Advised customer to revert to back up plan until the replacement insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.